Event description:
The customer stated that the architect power supply smoked and produced a burning odor with white smoke. The customer turned off the analyzer immediately. No fire or flames were observed. No impact to patient management or user safety was reported. The issue was resolved by replacing the power supply part.

Manufacturer narrative:
The customer reported the power turned off immediately on their architect i2000 serial number (B)(4). The customer attempted to force the power to stay on but the power supply generated a burning smell and the customer observed white smoke for a minute which disappeared immediately. A product evaluation was conducted to investigate this issue. The location of this issue was up from the 200 volt power cord with the un-interrupted power supply (ups). Specific information about the power cord connection was not available. The system control center (scc) was working correctly and all tests for that day were completed. No injuries were reported field service (fs) confirmed the issue was a faulty power supply (ups) and resolved the issue with replacing the power supply. The complaint history did not include a recurrence of the power supply smoking or burning. A review of trending for the architect i2000sr and a search for similar complaints did not identify a product issue or an adverse and or non-statistical trend related to the issue in this complaint. Abbott equipment in most cases provides redundant protection against fire. The architect system operations manual provides adequate instructions regarding electrical specifications and requirements, electrical hazards, emergency shutdown procedures, and elements of electrical safety for the i2000sr. Based on the evaluation results no product deficiency was identified related to the malfunction reported with this issue.

Manufacturer narrative:
(B)(4). Smoking. No consequences or impact to patient. A product evaluation is in process. Evaluation results will be submitted in a follow-up report once the evaluation is complete.